Event description:
It was reported that the blue pull rung was disconnected from the minicap transfer set. The reported problem was noticed upon opening of the over pouch. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation in an opened pouch. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Visual inspection revealed that the light blue cap was loose. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.